Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified a damaged power cable connected to the patient side cart (psc). As a field scrap item, the power cable was replaced and scrapped. The power cable will not be returned to isi for further investigation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to damage during use, which may result from straining or rolling over the power cable when moving subsystem components.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report that the system was displaying a message stating, "robot running on battery charge". The procedure was continued as planned with no reported injury.